Event description:
A pt reported she was implanted on 21 october 1997 into the upper vermilion borders. On approximately 31 october 1997, exact date unknown, the pt noticed that the upper lip had a pleated appearance, and did not look smooth. The pt stated that she had a white spot in each corner of her mouth, which persisted on 19 nov 1997. The pt stated that she experienced some numbness in her lips, which she feels was related to the implantation procedures and revisions performed. The pt does not recall when this alleged numbness began. On 9 december 1997, the pt reported that she could see the implant coming out of her skin in the vermilion border. She said she had drainage from the area, that the area was infected, and that the physician had prescribed duricef. She alleged a physician told her that the implant was not implanted far enough into the dermis, and one of the implants was not in the vermilion border correctly. The bottom implant was hard and painful. The physician's office declined to confirm any of the info about the adverse event. Add'l attempts to confirm were unsuccessful.